Manufacturer narrative:
(B)(4). Sterility testing was performed by a third party. Result: samples complies with the test for sterility. The sample of vp2357 lot: t8003 is of standard quality as per protocol usp-41.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Sterilization run records were reviewed as a part of batch card review process and found to be meeting specification requirements to pass sterility test. Evaluation: three intact reference samples were returned to analysis site for functional product investigation of code vp2357 lot t8003. The foil packs were inspected under magnification for any damage and showed a multitude of wrinkles over the whole foils. The same 3 samples were disinfected and taken for sterility testing. All the product samples were found to meet the specification requirement. No growth was observed in any of the samples. After charging the primary packs for sterility test the sample foils were visually inspected for presence of pin holes and one foil was observed with pin hole at top label side. Another one intact unit of vp2357/t8003 was returned by hospital pharmacy. The foil pack was inspected under magnification for any damage and showed a multitude of wrinkles over the whole foil. The same each was then tested for vacuum test and found to be passing the vacuum test. The foil pack was visually inspected for presence of pin holes and no pin holes were observed. Retain samples of the incident code and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. Sterility test was performed and found to meet the specification requirements. From the above analysis it is evident that there was no issue related to the product sterility, quality and processing of this incident lot. The above investigation and device history record review shows that there was no issue related to processing of the lot. From the above sterility test results, it is concluded that the retain samples as well as reference samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the patient events reported in the past? If so, what is the reference number? What tissue layer was the suture used on? Was the patient tested for infection prior to the initial procedure? What was the date of the patient procedure? What was the condition of the tissue? What post operative date did the patient return with symptoms of pus? What medical intervention was provided for the patient pus/ infection? What is the surgeon opinion as to the relationship of the suture to the patient infection? Where was the suture samples sent for testing? Please provide the results of testing of each suture code that was performed do you have status of sample for return testing at ethicon? Patient age, weight, gender, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent lower segment cesarean segment procedure on an unknown date in (B)(6) 2018 and suture was used. The patient was reported to be healthy and was administered antibiotic prophylaxis. It was reported that in (B)(6) the patient came in with pus or wound infection. It was reported that the patient was clean on third post-op day, seventh post-op day and tenth post-op day. After 25-35 days, presented with some thickening above or around lscs scar. After 2 or 3 more days, developed abscess on or around scar. The patient pus culture was showing delayed growth of elbs e coli, hpe from scraping; was not showing any tuberculosis or other granuloma but reactive inflammation to sutures. Additional information has been requested.